Manufacturer narrative:
Unit received with operating currents within specification and passed self test and displacement test. Pump was returned for power error 25. The power management tool confirmed pump error 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Unit received with stained serial number label. Unit received with minor scratched display window, case and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarm power error. The note reads no further information. Insulin pump will be returning for analysis.